Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced an adhesive event as the infusion set tape was not sticking. The event/cause of the product not adhering as per patient was reported to be when removing the clothes. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.